Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophageal band ligation procedure performed on (B)(6) 2022. During the procedure, the first band was deployed successfully; however, the second band would not deploy at all. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was under the age of 18. Block e1 (initial reporter first name): (B)(6). Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h10: the returned speedband superview super 7 (handle assembly and ligator head) was analyzed, and a visual evaluation noted that the ligator head was returned without the bands attached. One band was returned in a separate bag. The returned irrigation tube was in good condition. The ligator head was observed under magnification, and the ligator housing teeth were found bent/damaged. The suture hole was in good condition. The handle slot did not have marks of the trip wire being secured. A functional evaluation was performed by rotating the handle knob. It could be rotated without any problems. The click was audible, and indents felt each 180 degrees rotation. No problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, the ligator housing teeth were found bent/damaged. This suggests that the device could not deploy. A labeling review was performed and based on the condition of the returned device; this device was not used per the instructions for use (IFU)/product label as the trip wire was not secured. This condition, unsecured trip wire, could have affected the overall performance of the device causing the trip wire to slip through the handle assembly and contribute to an inaccurate deployment of the bands, making difficult to deploy the bands. Also, the tension of the suture may not have been correct causing the teeth of the ligator housing bent/damaged. Based on the available information and the analysis of the returned device, the most probable root cause of this complaint is failure to follow instructions due to problems traced to the user not following the manufacturer's instructions.

Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was under the age of 18. (Initial reporter first name): (B)(6). (B)(4).

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophageal band ligation procedure performed on (B)(6) 2022. During the procedure, the first band was deployed successfully; however, the second band would not deploy at all. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event.